Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent t wave and atrial signals oversensing in the right ventricular (rv) channel seeing in the blanking zone. The t wave oversensing had reset the ventricular timing cycle, which has caused paced rates below of 60 bpm. The patient was asymptomatic with these lower paced rates; however, it would be a clinical decision to reprogram the device. The technical services (ts) provided troubleshooting options and reprogram recommendations. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent t wave and atrial signals oversensing in the right ventricular (rv) channel seeing in the blanking zone. The technical services (ts) provided troubleshooting options and reprogram recomendations. This crt-d remains in service. No adverse patient effects were reported.